Event description:
The customer reported skin irritation and pain at the site where the sensor was inserted. The customer went to his healthcare professional for treatment, and was told to return if the issue continued. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.